Manufacturer narrative:
(B)(4). The device has been received by baxter personnel, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received. Baxter has received similar reports for the reported problem.

Manufacturer narrative:
(B)(4). This involved a remediated colleague infusion pump with user interface module master software version 6.13.90. A service history review revealed that this device was previously serviced for the reported condition. A device history review was also performed, finding that during the manufacturing of this device, the nurse call test was not functioning. The rear inverter harness was reinserted and the pump passed subsequent testing. Evaluation summary: the reported condition of a colleague infusion pump with an air bubble was not confirmed by baxter personnel during product evaluation. However, quality engineering confirmed that this was a constant air in line alarm. This problem was being caused by a faulty air in line printed circuit board and was resolved by replacing and calibrating the air in line printed circuit board. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility reported a colleague infusion pump with a malfunction of an "air bubble." This condition had the potential to interrupt delivery. It is unknown when this condition occurred. There was no report of patient/user involvement, injury or medical intervention. The user interface module software version of this pump is currently unknown. No additional information is available.